Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2013; addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) after complaining of syncope and falling down as a result of the light headedness. The device was interrogated and intermittent pauses were seen on the monitor. It was noted the lead appeared to have pulled back from its original right ventricular (rv) apex position. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.